Event description:
During an incident in 2005 at 12:00 noon involving pt who was in the waking phase after an operation and in spontaneous ventilation waiting for extubation, oxygen was being delivered through the laerdal resuscitator (lsr) and a nurse near the pt's bed saw very quickly (10 seconds) that the pt was in respiratory distress with no expiration (too much pressure). The physician could not find any explanation to this problem and he thought it was a spontaneous pneumothorax. He inserted a bilateral chest drain within a few minutes after the problem began (3 or 4 minutes ?) And felt the delay was too long. The pt is in chronic coma. A 2nd incident happened 3 days later with the same lsr before the problem was discovered. The lsr had 2 lip valves installed. It is hosp practice to clean the resuscitator once a week on friday morning; an antimicorbial filter is used between the pt and the lsr.